Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that one of the buttons was not working on the insulin pump. Customer tried to press the act button on the reservoir set up and could not. Customer confirmed that he had a circle on the screen and was running a square bolus. Customer chose to suspend the pump and then was able to rewind as normal. It was explained that when a bolus is delivering, the pump will not let the customer rewind.